Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: could not confirm customer comment of analyzer noise. Instrument passed systems tests. Found pins were disturbed; replaced analyzer as preventative. Analyzer passed all final functional and systems tests all salvage parts have been inspected per applicable requirements. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the analyzer has a lot of noise and cannot accurately sense atrial and ventricular leads. The analyzer was returned for service. No patient complications have been reported as a result of this event.